Event description:
On (B)(6) 2012, the pt's daughter reported that the pt had been experiencing elevated blood glucose for two weeks and her blood glucose monitor read hi. The pt's normal blood glucose is 130 mg/dl. At 4 am, on (B)(6) 2012, emt's were called due to the elevated blood glucose. She was treated with an IV of insulin and was taken to the hosp, but was not admitted. When she left the hosp her blood glucose level was 170 mg/dl. The pt ate part of a sandwich and 1 - 2 hours later her blood glucose level was elevated to 567 mg/dl. The pt's daughter stated that the dr advised that the basal rate needed to be increased because, the pt had gained weight, but was not given a recommended amount. The pt's daughter wanted advice on how much to increase the basal rates, she was told that a clinical specialist will need to assist her with this. During f/u with the pt's daughter, she was advised on how to change the basal rates on the infusion device from 1.2 units of insulin to 1.3 units of insulin. The pt's dr did not advise what the rates should be. The pt's daughter believes, the infusion device is working properly. The pt's daughter was taken through the process of removing an air bubble from the insulin cartridge. During the last week, the infusion set became disconnected at the luer lock when the pt turned in bed, but when connecting to the infusion device the luer did lock into place. There are no leaks in the sys. The infusion device was not requested to be returned. The infusion set and insulin cartridge were requested to be returned for eval.